Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced unexplained high blood glucose of 420 mg/dl. The customer was treated for the high blood glucose with manual injections. The customer preformed a bolus but their blood glucose continued to rise. The customer stated that they would like to change the entire set before troubleshooting. The customer will call back if the issue with their blood glucose persisted.